Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient experienced an arrhythmia event soon after the implantation of a valve model 11500a21. As reported, a completed av block developed immediately after surgery. There was no recovery of the conduction, therefore a permanent pacemaker was implanted on pod # 9 with a good result. The outcome was noted as to be resolved. The valve was successfully implanted in median sternotomy and there was very mild calcification of the annulus. The patient was noted as to be discharged home at pod # 10.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned for evaluation as it remained implanted. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and conduction abnormalities. The reason for post-operative av block after valve replacement or ring annuloplasty surgery is due to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic valve procedures. The cause of the event cannot be determined; however, based on the provided information, the most likely cause is procedural factors.